Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke upon insertion during surgical training in a cadaveric lab.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Visual inspection of the tasp confirmed that the central post fractured off from the tasp. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot has been in the field for approximately four years. It is unknown for how many times the device is being used. Device history records and the receiving inspections reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The complaint is confirmed as the device was returned fractured. The device is considered conforming due to its extended field life and un-remarkable manufacturing records. This device is used for treatment. A notification was sent to the field on august 21, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause is related to the design of the device.